Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.